Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. Clinical details states that the bleeding was resolved when heparin levels dropped. Therefore, the root cause of the access site bleed was most likely due to anticoagulation management.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 71-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported that a hematoma was observed an hour after being returned to ICU. The impella was also having suction events and pulsatility was getting narrower. After re-evaluation of the patient, the groin was noticed to have a large hematoma around the impella site. Manual pressure and femstop was applied and hematoma was reduced in size and the site returned to normal. Two units of packed red blood cells (prbcs) were given to replace the volume that was lost.